Event description:
Pt reported the menu button on the infusion device does no function properly. No physiological effects were reported, and pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested for eval. No add'l info was provided.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.